Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached end of life (eol) and could not be interrogated via telemetry. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.